Event description:
An implant has fractured. It has been reported that an abutment screw fractured inside of a different implant at the same time the implant fractured. The surgeon then removed the fractured implant as well as the fractured abutment screw from the pt's mouth. Pt injury has not been reported.